Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the target location upon release from the delivery catheter system (dcs) and was left implanted in a high position. Severe paravalvular leak (pvl) was noted and an electrocardiogram (ECG) revealed left bundle branch block (lbbb). A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve, resolving the pvl. The following day, an ECG showed the lbbb had resolved. No further adverse patient effects were reported.